Event description:
It was reported that the customer had a low reservoir alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump started beeping and vibrating and realized it was just about insulin running low and she knew she had to change it anyway but called into helpline to be sure. The customer was offered to call helpline in case of anything missed, but she declined and said that she never had a helpline like this and appreciates it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.